Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer requested to return their replacement pump due to the scroll wrap feature. The customer stated that they will revert back to their old insulin pump. The customer stated that they have been having high blood glucose levels. Customer reported blood glucose levels of 81mg/dl and 279mg/dl. No additional information was provided.